Manufacturer narrative:
This reported is being updated to provide investigation findings and additional information provided by the customer. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. Conclusion: the definitive cause of the user's reported experience could not be determined. Based on the information available: (1): it is presumed that the image did not appear because unexpected stress was applied to the cable due to user handling and the cable failed. (2): it is presumed that image noise occurred because unexpected stress was applied to the cable unit due to user handling and the cable unit failed.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Physical evaluation of the complaint device reveals: there is a shortage in the cable causing intermittent horizontal streaks on the image. The user's report of bad image is confirmed. No image due to faulty charged coupled device unit.(ccd). This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported that a hd autoclavable camera head was found to have a bad/no image. There was no patient impact related to this occurrence.